Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. This patient's device and electrode were explanted with no patient adverse effects reported. A single chamber implantable cardioverter defibrillator (ICD) device and implantable transvenous right ventricular (rv) defibrillation lead were implanted. The electrode was returned and is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this field clinical specialist (fcs) contacted boston scientific's technical services. The fcs reported that this patient was seen at the clinic after experiencing an inappropriate shock due to t-wave oversensing. The sense vector had been programmed to alternate. A review of the electrogram identified that the t-waves were larger than at baseline and the heart rate was approximately 120 bpm. The fcs was instructed to capture all sense vectors and send the data for analysis. The impedance post-shock delivery was 196 ohms. The patient was assisting someone when the shock was delivered. The fcs commented that a review of the other sense vectors (primary and secondary) appeared appropriate. An automatic set-up was performed and the device chose secondary. The technical service's consultant suggested that the physician may want to obtain an x-ray for comparison to the baseline at implant. This was the first recorded episode in the arrhythmia logbook. The fcs was planning to discuss this further with the physician. Boston scientific received information from the fcs that ap and lateral chest x-rays were suggested to the physician; however, x-ray results were unknown. The device's sense vector was reprogrammed to secondary from alternate. The available information suggests that this device and electrode remain in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A specialized engineering programmer was utilized to measure shock impedance. The measured value was within an acceptable tolerance. The post market quality assurance technician inadvertently loaded the wrong firmware image onto the device causing the device to become unresponsive. All attempts to load the correct firmware image onto the device failed. All other methods to load the correct firmware failed. It was suspected that the device may have been damaged during the reset process.